Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19s during basal delivery. There was no reported impact to the customer's blood glucose level. The customer reverted to using insulin injections to manage diabetes. The customer declined tandem technical support's offer to troubleshoot.